Event description:
It was reported to philips that system was unable to boot, stalling at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.